Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient has been in and out of the hospital since june for urinary tract infections. The patient reported the physician said they have a colonized bladder from all of the utis. The patient also reported a lump at their implant site. The patient is requesting to have their device explanted as soon as possible. The clinical specialist (cs) does not have any information regarding the utis. They are unsure if the uti is device related or due to the patient's colonized bladder. The patient did mention having boils above the device incision about four years ago. That was the only thing the cs knows regarding a lump. The cs said the patient only ever calls the support line and not the clinical specialist nor local care team specifically.

Event description:
It was reported the patient has been in and out of the hospital since june for urinary tract infections. The patient reported the physician said they have a colonized bladder from all of the utis. The patient also reported a lump at their implant site. The patient is requesting to have their device explanted as soon as possible. The clinical specialist (cs) does not have any information regarding the utis. They are unsure if the uti is device related or due to the patient's colonized bladder. The patient did mention having boils above the device incision about four years ago. That was the only thing the cs knows regarding a lump. The cs said the patient only ever calls the support line and not the clinical specialist nor local care team specifically. The cs tried to contact the patient to find out if they scheduled the explant surgery but did not receive a response.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Additional information: block b5: incident description. Block h11: investigation details the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegations relate to infection, urinary tract" and patient problem/medical problem which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegations relate to infection, urinary tract" and patient problem/medical problem which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient has been in and out of the hospital since (B)(6) for urinary tract infections. The patient reported the physician said they have a colonized bladder from all of the utis. The patient also reported a lump at their implant site. The patient is requesting to have their device explanted as soon as possible. The clinical specialist (cs) does not have any information regarding the utis. They are unsure if the uti is device related or due to the patient's colonized bladder. The patient did mention having boils above the device incision about four years ago. That was the only thing the cs knows regarding a lump. The cs said the patient only ever calls the support line and not the clinical specialist nor local care team specifically. The patient is scheduled for an explant surgery.